Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation the message - diagnostics cleared due to invalid data - was displayed on the programmer. Diagnostics were cleared. The device would be monitored.